Event description:
It was reported the patient's ipg was explanted and replaced. The patient's stimulation therapy was restored.

Event description:
It was reported, the patient's ipg has been unable to communicate with the charger for approximately 4 months and was unable to charge the ipg. As a result the ipg is depleted and the patient has lost stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.